Event description:
Pt was found partially in bed and was pulseless and not breathing. Pt's head was caught inside lower rail with her body out of bed between the upper and lower side rail at the middle of the bed. Pt's neck was pressed on the lower part of the lower side rail. All four side rails were up at the time of the incident.